Event description:
It was reported that there was a high pacing capture threshold on the right atrial (ra) lead. The lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.